Event description:
Rn states vent was alarming. Upon entering the room, the ventilator circuit was disconnected. Rn states that the patient was asking for the passy muir valve to be placed on; however, after investigation the patient was telling the rn that the vent had become disconnected. Rn states that she placed the passy muir valve on, (when asked if she deflated the trach cuff, she stated no), rn states that vent continued to alarm. She found charge rn and informed her of the patient with difficulty breathing. The patient was unresponsive, pulseless and blue. The rn initiated chest compressions and a code blue was called. Patient became responsive shortly thereafter. Respiratory found that the trach cuff was still inflated. The rt removed 10ml syringe from within bag hanging from cough assist machine. The patient was suctioned and placed on humidified trach collar (htc) 90%, patient able to vocalize with passy muir valve. Doctor states patient had EKG changes, patient was transported to the ICU.